Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 400 to 600 mg/dl. Customer¿s other blood glucose value was 263 mg/dl. The customer stated that four cannulas were bent. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with multi dose injection. The customer declined to troubleshoot for the high .blood glucose incident. The customer did not allege that insulin pump was under delivering insulin. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.